Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that following impella implantation, the patient had a stroke which became hemorrhagic, resulting in intracranial bleeding in the right hemisphere. The patient was on warfarin and aspirin at the time of the event. The patient also experienced aphasia. A computerized tomography (CT) scan was performed. No surgical or medical intervention was performed and the event resolved in less than 24 hours. The event was not thought to be related to the patient's device.